Event description:
Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013 - litigation papers received. Doi provided. Litigation alleges an altered gait, limp and/or leg length discrepancy; back, hip and leg injury; infection; urinary tract infection; synovitis, mechanical complications, hyperactive synovium, bursal and joint scarring, and chromium and cobalt toxicity. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Comment: there is a side discrepency. The der states the right side, while litigation states the left. There is no indication of which side is the correct side or that the patient is bilateral. Should we receive additional information, we will update if needed. Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 8/15/2014 - decontamination form, implant records and sticker sheet received. Part/lot information updated. There is no new additional information that would affect the investigation. This complaint was updated on: 08/26/2014.